Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device developed leak and lost tidal volumes. It was attempted to advance ett (endotracheal tube) and kinked up more. Patient was bronched by the physician. It was reported there was patient injury.